Event description:
Edwards received notification of a pascal precision procedure in mitral position. The implant system (is) was inserted slightly too far before aspiration and then retracted again for aspiration. In addition, when advancing the device, it was observed that the system was slightly rotated by mistake by the physician. The is was introduced in the left atrium and everything was normal. During grasping, it was noticed the implant was snapping when closing but it was not concerning. Opened the device and raised clasps to check clocking corrections, physician observed he did not have the same clocking response as normal. Clocking was checked in atrium in capture ready position to ensure device was functioning properly. It was possible to elongate and close but was seemed "snappy", and clocking was the biggest concern. After closing, the implant appeared to be moving away from device and separation from was noticed in fluoro. Physician was instructed to proceed with bailout technique. It was possible to bring device into the guide sheath to the inner-outer paddle junction by tensioning the sutures and the entire system was retracted. The guide sheath and implant system were exchanged and physician continued procedure with the same tsp. The patient was noted as to be doing fine with great mitral regurgitation reduction and physician was pleased with the overall result. Starting mr was grade 3 and ending mr grade 1. Post procedure the device was inspected by the team. Possible reasons for the occurrence of the malfunction were discussed and well understood by user. Inspection of the device showed that the proximal plate of the nitinol fingers was detached from the ic. The fingers were still closed and still attached to the implant. The actuation wire seemed to be intact.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. H3 other text : anticipated to be returned but not returned yet.

Manufacturer narrative:
The complaint was confirmed with objective evidence via the returned complaint sample. Visual evaluation of the complaint unit identified witness marks on the shaft, which suggested that torsional load was applied. Review of the complaint file indicated direct torque applied to the attachment finger joint. During the procedure when advancing the device within the guide sheath, it was observed that the implant system was rotated when the implant was inside the guide sheath outside of the instructions for use. Based on the call with the clinical specialist (cs), the cs indicated the physician applied excess rotation of the implant handle while the implant was in the guide sheath from 4:30 to 1 o clock handle position and then back to 2 o clock position. These handle manipulations may have contributed to the failure mode. As part of the investigation, characterization of the shafts manufactured by te was performed and documented. Test results show that the manufacturing variation at te in addition to the torque applied to the attachment fingers by operators are potential root causes to finger detachment for this complaint. However, this was not determined to be the definitive root cause for this event. A CAPA was referenced in this regard.